Manufacturer narrative:
A visual examination of the device revealed the snare loop to be retracted into the sheath. The distance from the distal end of the extrusion to the distal end of the retracted snare loop and the sheath were measured and found to be out of specifications. A functional evaluation of the device was performed by extending the loop. Only 3 millimeters of the tip of the loop extended, specification requires that when the handle is completely forward (loop extended), entire loop must be exposed. The returned unit was consistent with the complaint incident that the snare wire would not exit the catheter. This was a known manufacturing issue in which the sheath was insufficiently cut during the manufacturing process. A corrective action has been implemented. However since the lot number was not provided it cannot be determined if this snare was produced prior to the implementation of the corrective action.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the physician could not open the snare. The boston scientific sales representative operated the handle of the snare however the snare wire did not extend out of the sheath. The boston scientific sales representative reported that the wire was unable to come out because the snare sheath was too long. The procedure was completed with a different device, (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the physician could not open the snare. The boston scientific sales representative operated the handle of the snare however the snare wire did not extend out of the sheath. The boston scientific sales representative reported that the wire was unable to come out because the snare sheath was too long. The procedure was completed with a different device, (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.